Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 , h6 ( investigation findings , component codes , investigation conclusions ). The field service engineer (fse) installed a lead acid battery pack (0146000039) and performed the battery run test. The unit was calibrated and successfully passed all functional and safety tests in accordance with factory specifications. The unit was subsequently returned to the customer.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,b5, b6 , b7, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code, health effect ¿ impact codes), h11 , e2 , e3 , e4 , e1 ( initial reporter , event site email ), g2, d10 no repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that during pm, the cs300 intra-aortic balloon pump (iabp), had failed battery run test. There was no patient involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6) ) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp), had failed battery run test.